Manufacturer narrative:
For the investigation, a review of the provided data was performed and it was determined that the alleged samples are at the limit of detection of the assay. The target concentration was likely at or near the analytical sensitivity of the assay, resulting in no target detected. The investigation did not identify a product issue.

Manufacturer narrative:
The gm eplex base unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with eplex blood culture identification panel - gram positive (bcid-gp) panel on a gm eplex base unit. Both samples had unexpected negative meca, staphylococcus, and staphylococcus epidermidis results. For the first sample, no targets were detected upon initial run. The sample was repeated and staphylococcus, staphylococcus epidermidis, and meca targets were detected. A culture of the sample was positive for staphylococcus epidermidis, meca. The subculture method/conditions were "bap" in co2 and "anabap" anaerobically. White colonies were observed on the culture plate. When identified using "maldi ID", the result was 2.19 (no units of measure were provided). For the second sample, no targets were detected upon initial run. The sample was repeated and staphylococcus, staphylococcus epidermidis, and meca targets were detected. A culture of the sample was positive for staphylococcus epidermidis, meca. The subculture method/conditions were "bap" in co2 and "anabap" anaerobically. Tiny gamma hemolytic colonies were observed on the culture plate. When identified using "maldi ID", the result was 2.38 (no units of measure were provided).